Event description:
The customer reported a communication failure error message and the system continued to fluoro after the pedal was released. The customer described a system lockup situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative performed an investigation. The reported issue could not be duplicated. An engineering investigation has been conducted indicating no incidences of un-commanded x-ray nor is the system capable of doing so considering the nature of the lockup. The system display may indicate that the system is active when, in fact, the system is not producing live x-rays. The left monitor of the system will not update. There will be no radiation emission occurring despite the audible and visual indicators.